Event description:
It was reported that there has been an increase in capture thresholds and impedance on the ventricular lead. Thresholds in (B)(6) 2010 were 1.25v and now it is at 2.25v. Lead impedance in (B)(6) 2010 was 300 - 400 ohms and now it is 800 ohms. The patient is dependent and becomes symptomatic when reaches arms out. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.